Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation revealed that attune distal femoral jig was found a component missing. The allegation can be confirmed with the photo evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for attune distal femoral jig was conducted identifying that lot number ab5116163 was released in two batch. Batch1: lot qty of (B)(4) units were released on (B)(6) 2021 with no discrepancies. Batch2: lot qty of (B)(4) units were released on (B)(6) 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿when assembling the material kit and unpacking the material from the source, found that it was incomplete. The material in question is made up of 2 components that are coupled together, shipped in closed packaging. However, upon arriving at the customer, and opening the package, it was found that one of the parts (part in red) was not included in the package. Initially, a dsi (case 17736195) was opened because it was believed that the part was completely missing. However, during the investigation it was verified that it was sent correctly, and that the missing claim was inside the original shipment packaging and as instructed by the IFU.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found that cutting block clip was missing. The report allegation can be confirmed. It is unknown at this point in which part of the process the component was missing. A dimensional inspection for the attune distal femoral jig was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be determined. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when assembling the material kit and unpacking the material from the source, found that it was incomplete. The material in question is made up of 2 components that are coupled together, shipped in closed packaging. However, upon arriving at the customer, and opening the package, it was found that one of the parts (part in red) was not included in the package. However, during the investigation it was verified that it was sent correctly, and that the missing claim was inside the original shipment packaging.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation revealed that attune distal femoral jig cannot be confirmed with the photo evidence provided. However it can be observed in the photos a missing component, with no physical product the allegation cannot be confirmed through photo analysis. No other defect was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for attune distal femoral jig was conducted identifying that lot number ab5116163 was released in two batch. ¿ batch1: lot qty of 69 units were released on (B)(6) 2021 with no discrepancies. ¿ batch2: lot qty of 45 units were released on (B)(6) 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.